Event description:
The distributor reported that the locator stuck to implant and unable to take apart. The implant was removed as a result per distributor.

Event description:
The distributor reported that the locator stuck to implant and unable to take apart. The implant was removed as a result per distributor.